Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2015-44231 regarding this event.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump, which was resolved with a complete set change. No troubleshooting was performed to rule out a possible reservoir occlusion. Customer's blood glucose was 500 mg/dl. Nothing further reported.